Event description:
It was reported that system failure pump motor drive phase b post event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed chipped top of case on front lower left corner. Left plunger case has broken screw boss. Customer?s reported issue was not duplicated during power up process. The root cause of the reported issues was found to be normal wear; device was over eight years old. Actions taken to mitigate the reported issue: replaced battery for preventive measure. Performed power up process and all functional tests which passed.